Manufacturer narrative:
Complaint number - (B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported during an initial total knee arthroplasty during trialing, the device fractured due to the surgeon using a mallot to help assist with insertion. There was a five minute delay in procedure due to the event. However, the rep had another set sterile and available to complete the procedure.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Examination of the returned part determined that the product is nicked and gouged also has fractured on lateral edge. All pieces not returned. The device history records were reviewed with no deviations / anomalies identified. Reported information states that the surgeon was using a mallet to impact the tasp into a tight knee. The surgical technique instructs to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. The root cause is considered to be misuse as the surgeon impacted the tasp. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.